Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager has failed. A field service engineer recovered the system and counted medications with the user. The field service engineer provided inservice training to the customer on recovering the system and rebooting the station. The field service engineer tested the main application with the user, confirming that everything was functioning correctly. The system functioned as intended after the field service engineer rectified the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, , the refrigerator was unable to open and displayed an error message stating "failed hardware." The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.